Event description:
It was reported that the bag was tightly attached, and the urine was barely flowing and was having handling defect. Some patients have reported that the need to change the catheter again immediately after its placement increased the physical burden on them.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bag was tightly attached, and the urine was barely flowing and was having handling defect. Some patients have reported that the need to change the catheter again immediately after its placement increased the physical burden on them. Per follow up information received via rcc on 24sep2025, stated that the problem was with the bag.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Visual inspection of the sample noted that the back of the bag was stuck together. Estane glue present. The returned sample does not meet specification as per inspection procedure (B)(4) which states "missing, damaged, leaking, torn, broken, incomplete or incorrect components are not permitted, the clamp must be closed." Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.